Event description:
A (B)(6) female patient contacted zoll customer support to report that she was receiving service code 204 - belt/monitor unusable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation the electrode belt failed incoming functional testing and was unable to communicate with a test monitor. The cause of the code 204 was the inability to communicate with the monitor. The cause for the test failure and inability to communicate was isolated to the ECG c and d cable. The green (belt dischg) wire was pulled from the j1 tab inside ECG d. The root cause of the pulled wire was unable to be positively identified but may be due to excessive force on the cable section. No adverse event resulted from the defective belt. The patient received a replacement electrode belt.